Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported a buzzing sensation in the left testicle that was related to positional movement. It was noted the patient began feeling it when they sat down or move or walk in a certain way they got the buzzing sensation and then it went away less than a second later. The patient noted it did not hurt and it didn't happen all of the time, but they had never had it before until (B)(6). The patient noted the buzzing happened again on (B)(6). The patient noted they had been doing physical therapy at a clinic for his right hip for his arthritis. The patient noted the physical therapy office knew not to press on the implant or leads, and he confirmed they knew his device was there was. The patient noted they had not used diathermy at all. The patient noted they had uncomfortable stimulation which was sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause was not determined and that a CT scan showed that everything was in place. No further information reported.